Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Tested 5x returned devices with negative standard. Some devices yielded faint positive results at the 10 minute read time. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: duplicated with returns. Source: email.

Event description:
Reports 7 false positive results. Unknown if patients were symptomatic or asymptomatic. Unknown if confirmation performed. No apparent adverse event. Report 6 of 7.